Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the electrode teflon coating on the safeair smoke pencil came off in an abdomen during a surgical procedure. It was also reported that there was a twenty minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Event description:
It was reported that the electrode teflon coating on the safeair smoke pencil came off in an abdomen during a surgical procedure. It was also reported that there was a twenty minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : photograph provided